Event description:
There was no patient involved in this event. The device was malfunctioned as the device switching on automatically.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2009 and performed to specification, alongside random manual power ons, up to (B)(6) 2012. The device failed a self-test due to a low battery on (B)(6) 2012. An increase in voltage on (B)(6) 2012 would suggest a further pad-pak was installed., the device passed a self-test. Multiple manual power ups of ten minutes duration were observed in the device memory between (B)(6) 2014. It is reasonable to conclude that devices returned for the reported fault may be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.